Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the keypad was unresponsive. The customer states they had received no delivery alarms. The mother was concerned about the scar tissue with site. The mother declined to troubleshoot for no delivery. The mother was advised the pump would have to be replaced and returned for analysis. The customer did not have pup in hand to troubleshoot.